Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and was treated by emergency medical services for low blood glucose levels on (B)(6) at 08:00 am due to over delivery of insulin. The customer reported that the blood glucose level was 1.3 mmol/l at the time of incident. It was stated that the customer current blood glucose level was 20.0 mmol/l. The customer was treated with apple juice and seven up. It was reported that the patient was thirsty. Troubleshooting was performed. The customer reported that the programming was accurate. The customer was able to upload the carelink report. The customer reported that the infusion set was changed on (B)(6) 2018. The customer does not allege that the insulin pump was over delivery insulin. Product is not expected to return.